Event description:
The center reported that a bi-ventricular assist device (bivad) patient had issues related to lvad positioning. The patient received an lvad pressure alarm that the site said was related to "internal kinking" of the outflow cannula. The staff manipulated the patient and the external position of the vad and the alarm stopped and flash returned. The patient received another lvad pressure alarm that was brief, and reportably the lvad flash was poor. They changed the percent systole on the left side and the flash improved. The manufacturer clinical representative received another call that the patient was now short of breath and that their chest x-ray showed significant "white out" in the lungs, indicating that the right side was not off loading efficiently. With the increase percent systole on the left side, the patient could possibly be getting more flow than the right side could handle. It was advised to return the percent systole back to 300msec. At that point, the flash on the lvad diminished significantly. Next, the hospital tried changing the rvad pressure at which time the rvad flows increased. The hospital will continue to monitor the patient for changes. The hospital had switched to a back-up ddc as a precaution. There was no drastic change after switching consoles, and all vacuum and pressure settings were fluctuating normally.